Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a decrease of battery voltage in the box. The gas gauge was not pointing to begining of life (bol). A manual capacitor reform was done, and the charge time increased from 7.9 seconds to 9.2 seconds.